Manufacturer narrative:
A patient experienced autoreducing was reported to abbott. X-rays showed that one lead was fractured and both leads had invalid impedances. As a result, the patient's system was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced autoreducing. X-rays were taken and showed that one lead was fractured and has impedances. It was found the other lead had impedances. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.